Event description:
Customer received a control result of 39mg/dl during the call.. The normal control range was 102-141mg/dl. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement strips and new meter were sent to the customer